Manufacturer narrative:
Additional information the catheter that was used with the onyx device was returned for analysis. Onyx residue was found inside the catheter hub and tip. The remaining onyx will not be returned for analysis as it was consumed in the event. In this event, user context may contribute to the reported issues as resistance was encountered during onyx injection. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Per the onyx IFU: - stop injection if increased resistance to the onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. - premature solidification of the onyx les may occur if micro catheter luer contacts any amount of saline, blood or contrast. No other complaints have been reported against the lot number. Same event as reported in MDR MFR 2029214-2016-00176 and 2029214-2016-00178.

Manufacturer narrative:
The device will not been returned for analysis as it was implanted; therefore the complaint could not be determined. The device investigation is ongoing and the results will be sent upon completion. Same event as reported in MDR 2029214-2016-00176 and 2029214-2016-00178.

Event description:
Medtronic received information that during embolization procedure of a cerebral arteriovenous malformation (cavm) located in the distal middle meningeal artery (mma), the marathon microcatheter burst approximately 10cm from the distal tip and onyx liquid started leaking during injection. The physician attempted retrieving the onyx by snare device but failed. For that reason, the procedure converted to open surgery, and those devices were removed from the patient. The onyx leaked in the right femoral artery and was removed by the physician. The vessel was moderately tortuous and moderate size in diameter. The physician did encounter friction during injection of onyx. There was no kink or damage to the catheter prior to use. The physician paused during injection for approximately 2 minutes using thumb pressure. The injection rate was per the instruction for use (IFU). The dead space of the catheter was filled with dmso. There was an unknown amount of onyx reflux. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.